Event description:
The pt performed a blood glucose test on the suspect device and obtained a reading of 153mg/dl. Pt then took meds as normal. Pt then passed out. Emt's were called and they tested blood glucose on their own device and the reading was 40mg/dl. Pt was given an IV and transported to the hosp. Pt was admitted for a couple of days to get blood glucose regulated. Pt had recently lost weight and this may be causing blood glucose levels to be out of control.